Event description:
The customer reported that the system was leaking cidex from the bottom of the system, either from the reservoir tank or the valve. The system has leaked twice and it has leaked about 2 cups of cidex. There were no physical complaints reported. The customer did not respond to asp's attempts in retrieving more info. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spilled, capital equipment, evaluated at customer site. The fse found the fluid on the floor looked like it came from the over flow tube in the reservoir tank. The fse assumed it was from foaming caused by soap mixing with the cidex. The fse asked if the customer added more than 5 gallons and they all said no. The fse could not find any problems with the system.